Manufacturer narrative:
A4 patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that there was not intervention taken against the ipg. The patient was implanted with new leads. Post-operatively, stimulation therapy was restored and the patient was able to go into MRI mode.

Event description:
Additional information received stated that the patient's system cannot go into MRI mode due to the high impedances.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02667, 3006705815-2020-02683. It was reported that the patient experienced ineffective stimulation. It was discovered that the ipg had flipped in the pocket causing the leads to migrate and wrap around the ipg. Diagnostics also revealed high impedances on several lead contacts. Surgical intervention is pending to address both issues.